Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer acknowledged the resolution and continued to use the pump.